Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported detached sensor wire. The sensor was inserted on (B)(6) 2017. No additional event or patient information is available. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted on (B)(6) 2017. The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because only the transmitter was returned. Voltage test was performed and passed. Pairing test was performed and failed. The share log could not be reviewed because there was no data. The allegation was undetermined. The probable cause could not be determined . No injury or medical intervention was reported.